Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the surface of the catheter was rough and caused discomfort upon insertion. The complainant alleged that he tried to wipe the catheter with a baby wipe to remove rough surface with no success. The complainant alleged that he reused catheters. The complainant alleged that he was still able to void using the catheter.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The device was not returned.

Event description:
It was reported that the surface of the catheter was rough and allegedly caused discomfort upon insertion. The complainant tried to wipe the catheter with a baby wipe to remove rough surface with no success. The complainant stated that he reused catheters. The complainant reported that he was still able to void using the catheter.